Event description:
The patient reported a loss or change of therapy, confirming that therapy has never worked for them since implant on (B)(6) 2015. It was stated that they have also had a uti since the week prior to date notified, and have been having a problem with their leg since before 2015. The patient clarified that 2 of their toes are numb on their left foot. Follow up with the healthcare provider (hcp) is to be conducted, and the patient has 5 new programs that they will work with the hcp on for therapy. Guidelines for CT scans and electrocautery were also requested by confirmed to be unrelated to the device or therapy. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient didn¿t feel like the therapy had worked for them since implant. The patient also reported they were wearing a pad 24/7 and needed to make sure they stayed clean. The patient stated they had better results with vesicare oral medication, and it was reviewed to consult with a doctor about any medications. The patient was redirected to their healthcare provider to discuss their symptoms, and noted they wanted to consult with a second doctor for another opinion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider(hcp) indicating that the patient ¿had catheter prior, multiple uti;¿ it was related to the patient¿s underlying urinary dysfunction. They had a history of uti and antibiotics were given. The patient was last seen by the healthcare provider in (B)(6) 2017. It was noted that the uti was not related to the device or therapy. No further complications were reported.